Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage and under water pressure testing were performed with no issues noted. During simulated use testing, it was found that the male luer lock collar would not engage. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the one-link component of a catheter set would not "slide up to screw into place". This occurred during an unspecified process step when the customer was attempting to push solution through the set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.